Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when a patient is discharged the information center ix locked up and restarted. The issue occurred after (B)(6) 2018. There was no patient incident.